Event description:
This pt reported heating at his battery site while he was charging. His charger would get very hot and he had to discontinue charging due to the discomfort. The pt reported these issues to (B)(4). Eon mini and penta paddle lead were both explanted by (B)(6), md at (B)(6) medical center in (B)(6).